Event description:
Additional information received reported that the issue had not happened ¿for a couple of weeks.¿ it was noted that the patient was going to contact the manufacturing representative if the issue occurred again.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s stimulator was turning off. It was noted that the patient started noticing this following an implant of a pacemaker a week prior to report. It was noted that the patient mentioned this ¿casually in her follow up appointment¿ with the doctor. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.